Event description:
It was reported that, "the patient dislocated so the surgeon revised. A zimmer cup and liner were also removed."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.